Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-14539. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation.

Event description:
Healthcare professional reported a deflation. Later, a second healthcare professional reported a "slow leak". This record is for the left side. The device was explanted.